Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl at t the time of incident. The customer was treated with syringe. It was reported that there was smell insulin on the insulin pump and the insulin leak on the reservoir compartment. It was reported that the reservoir leak was at the reservoir barrel. The customer does not allege pump was under delivery. It was reported that the customer was not using automode. Customer was unsure if leak is past first or second o ring. The insulin pump will not and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir (transfer guard and plunger not returned). Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: using a new lab transfer guard and plunger reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not have air bubbles and does leak. Cannot performed manual test per dop114-811 appendix g to reservoir due to the plunger not returned. (B)(4).